Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and found to have its tip ovalized. Also, a minor indentation to shaft near snap, and no damage noted to snap itself. Next, on the functional testing for wire passage, it was revealed that it was not possible to pass wires through dilator hub. Finally, the dilator passed the snap testing, since the force to unlock from sheath is within specifications. The reported allegation related to unlocking was not confirmed since no problem was detected for it during investigation. Additionally, boston scientific was unable to establish a clear conclusion about the cause of the non-reported allegations of dilator tip damaged and hub occluded revealed during device analysis.

Event description:
Reportable based on analysis completed on 24jan2025. It was reported that a versacross connect access solution for faradrive was selected for use. The versacross dilator connect did not secure as well into the faradrive sheath, creatin 'pop outs', failing to lock into the faradrive sheath. The versacross rf wire was damaged due to multiple exchanges and skiving was taking place, making it unusable. The devices were replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. However, analysis revealed that the versacross dilator hub was occluded.